Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device stopped ventilating. Complainant indicated that the clinician turned the ventilator off then back on to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A preventive maintenance service was performed, the transducer meshes were cleaned, the manifold was rebuilt and cleaned. All filters were cleaned. Additionally, tubing was replaced and the autocal valve on the smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.